Event description:
Caller states customer was incoherent with result of 84 mg/dl obtained on the aviva system. Caller treated customer with ice cream and pound cake. Paramedics arrived, and customer tested 41 mg/dl on professional device within 10 minutes of result of 84 mg/dl. No medical treatment required; customer tested 70 mg/dl on professional device 30 minutes later. Requested return of suspect device, and replacement was sent.

Event description:
Caller states customer was incoherent with result of 84 mg/dl obtained on the aviva system. Caller treated customer with ice cream and pound cake. Paramedics arrived, and customer tested 41 mg/dl on professional device within 10 minutes of result of 84 mg/dl. No medical treatment required; customer tested 70 mg/dl on professional device 30 minutes later. Requested return of suspect device, and replacement was sent.